Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was caped and replace (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.